Event description:
Patient reported "feels wrinkled when touched". Healthcare professional later reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: not observed rupture on the device. ¿ visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "feels wrinkled when touched". Healthcare professional later reported rupture. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe since it is not related to the device. Rupture: not observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "feels wrinkled when touched". Healthcare professional later reported rupture. The device has been explanted. This relates to the left side.